Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room and was subsequently admitted to the hospital for approximately 5 days due to experiencing a high blood glucose (bg) level of 535 mg/dl and ketoacidosis. Cause was unknown. Customer administered a bolus via the pump and fasted to address the bg level prior to the hospitalization. While hospitalized, the customer received venous and moisturizing insulin therapy to treat bg level. A system check was performed on the customer's pump and the device is functioning as intended. No issues were observed with the cartridge, infusion set tubing, infusion set cannula, or insulin in use at the time of the event. The customer was released on july 11th with the issue resolved. Reportedly, customer consulted with a healthcare provider regarding diabetes management.